Event description:
The vent was being prepared for use at the time of the event and not connected to patient. "Mom called service comapany to say that the portatble ventilator does not have flow when she turns it on. She then turned it on and held it to the phone where the clinician heard click, click, click, but no flow. The mom contued to turn the vent on periodically, trying other outlets, letting the vent rest but nothing worked".